Event description:
It is reported that customer receives a failed self test alarm nightly. Customer was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Pump alarmed failed self test due to faulty y1/rf board. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)